Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not flow; further described as the physician tried to inject medication into all of the ports of the attached IV (intravenous) tubing set and none would allow the solution to go in. The whole IV set up had to be changed. This was noted while the patient was receiving an anesthesia medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, which included pressure and clear passage under water testing were performed. All tests performed according to specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.